Event description:
The patient went to answer the door and her neighbor knocked her over and the implant in her back moved. This happened 3-4 days ago. There was a hole in the patient¿s back just above the implant, it was bulging and discolored. The patient does not see her health care provider (hcp) till the (B)(6). The patient asked about going to the hospital to get checked out. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), explanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), explanted: (B)(6) 2014, product type: lead. (B)(4). Product code: changed from gzb to lgw.

Event description:
Additional information received reported that the patient's implantable neurostimulator (ins) system was explanted due to infection. There was no alleged product issues reported and no diagnostics or troubleshooting were performed. The explanted products were not returned to the manufacturer for analysis and were discarded by the customer. It was also noted that the cause of the issue was unknown and that there were not reported complications or symptoms associated with the event. The patient status at the time of the report was noted as 'alive - no injury'. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).